Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.¿

Event description:
It was reported that during the new system implant procedure, the right ventricular (rv) lead exhibited elevated impedance and sensing issues. The lead was not used and a new lead was implanted. The procedure was completed successfully. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The reported event of elevated impedance was not confirmed in the laboratory. However, the sensing issue was confirmed. The reported event was isolated to the damage found at the connector region. The damage found is consistent with procedural damage.